Event description:
Revision due to loosening of the glenosphere, causing pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: 11/30/2010 - litigation papers were received. The device associated with this report was not returned. Review of the provided x-rays by a depuy (B)(4) material research scientist confirmed the plate fractured. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The patient has continued to smoke despite the surgeons numerous attempts to encourage to stop. It is well-documented in literature that smoking causes delayed healing and nonunion of bony fractures. According to depuy's information for use document for the hand innovations distal radius fracture repair system, the warning indicates the potential for these devices failing as a result of loose fixation and/or loosening, stress, excessive activity, load bearing particularly when the implants experience increased loads due to a delayed union, non-union or incomplete healing. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.